Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a small crack on the outer edge which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. No crack was noticed prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.